Event description:
A malfunction alarm with code malf 12 was reported, and the pump reset was required. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer successfully reset the pump with assistance from technical support and was advised to continue using it, with instructions to call back if the issue recurs.